Event description:
It was reported that the use of a robi clamp caused tachycardia in a patient. The surgeon suspects that these arrhythmias are due to a loss of seal in the clamp, which may be allowing current to pass through.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).